Manufacturer narrative:
The reagent lot number is 916764. The expiration date was requested but was not provided. The field service engineer (fse) replaced the cuvettes, damaged tubing on the wash station, and adjusted wash volumes. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for patient samples tested on a cobas 8000 cobas c 701 module. Sample 1: the initial result was 1155 mol/l. The repeat result using another c701 was 139 mol/l. Sample 2: the initial result was 896 mol/l. The repeat result using another c701 was 54 mol/l. Sample 3: the initial result was 587 mol/l. The repeat result using another c701 was 99 mol/l. Sample 4: the initial result was 250 mol/l. The repeat result using another c701 was 122 mol/l. Sample 5: the initial result was 284 mol/l. The repeat result using another c701 was 60 mol/l. Sample 6: the initial result was 240 mol/l. The repeat result using another c701 was 64 mol/l. Sample 7: the initial result was 685 mol/l. The repeat result using another c701 was 62 mol/l. Sample 8: the initial result was 226 mol/l. The repeat result using another c701 was 107 mol/l. The repeat results are deemed correct. The test was repeated as the values did not match the previous findings.